Event description:
The customer reported that the device provided high readings. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and continuity testing. The sensor passed spo2 comparison tests against a lab reusable finger clip sensor. The sensor was determined to be functioning as designed. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported that the device provided high readings. No consequences or impact to patient were reported.